Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia (svt). There were no known or alleged adverse effects reported/identified to date. Subsequent review of the available episode details and electrogram (egm) showed the patient's intrinsic rate increased and was detected as a ventricular tachycardia (vt) at 197 beats per minute (bpm). The device delivered five shocks, which exhausted the available therapies for that episode. The available information at the time of this review indicated the device remains implanted and in service.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.